Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and could not be replicated nor confirmed. The grip test was performed with opening and closing with issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was spinning and it did not move freely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., a static instrument). The movements of the surgeon did not scale appropriately to the instrument (e.g., the distance intended matched the distance the instrument moved). The instrument did not move in the intended direction (e.g., intended direction=right and observed instrument movement=right). The timing of instrument movement was not appropriate (e.g., instrument moved when the surgeon commanded movement without delay/lag). There was no injury to the patient as a result of the event. There were no broken cables visible at the instrument wrist. There were no pieces from the distal end of the instrument that detached or broke off. The instrument is available for return to isi for evaluation.